Event description:
On (B)(6) 2010 ormco pty limited received notification that upon debonding a damon 3mx bracket from a lower anterior tooth, the tooth fractured. There were no other details provided by the doctor regarding this incident.

Manufacturer narrative:
No further details were provided regarding the doctor's technique, the procedure that was used or the patient's current condition. A follow-up request was submitted to obtain additional information and to return the product back to the manufacturer for evaluation. A final report will be submitted if/when further information becomes available.

Manufacturer narrative:
The doctor stated that the bracket was discarded and will not be returned to ormco corporation for evaluation. The doctor stated that during this incident she was using the new ormco debonding plier to remove the damon 3mx bracket from tooth number 41 when the tooth fractured. The doctor stated that the patient was sent to a different dentist for the restoration of the fractured tooth. The patient then returned to have the brackets cut off of teeth 31 and 41 with a high speed drill. The doctor stated that the patient is ok. The doctor also stated that on an adjacent tooth (tooth number 31) there was a slight chip in the incisal edge which indicated to the doctor that there had been some previous trauma to the area which may have contributed to the fracture of tooth number 41. Because the bracket was not returned for evaluation and no lot number was provided by the customer, manufacturing records could not be reviewed and no further investigation is possible.